Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin. Net with the right ventricular lead exhibiting variable high voltage lead impedance measurements. The measurements were observed to be out of range in both the upper and low limits. The patient then presented in-clinic for evaluation. Programming interventions were made. The patient was in stable condition.